Manufacturer narrative:
Investigation: bd has been provided with photos for catalog 304636 lot 8096910 to investigate for this record. The provided picture shows a cannula detached totally from hub, no residue of epoxy was totally detached from the hub. As a result, bd was able to verify the reported issue. Bd can confirm that the cannula detached from the hub because an inappropriate dosage of epoxy (adhesive use to join hub -plastic part- with cannula -metal part-). This could happen during the cannula assembly process, probably because of a temporary stoppage of cannula assembly station like a power shutdown or a jump in any point of the line. All the production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's were found.

Event description:
It was reported that an unspecified number of needle ns 18ga 2in experienced a needle loose/pulled out of hub. The following information was provided by the initial reporter: the cannula separated from the hub.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needle ns 18ga 2in experienced a needle loose/pulled out of hub. The following information was provided by the initial reporter: the cannula separated from the hub.